Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained. Vitros ipth reagent lots 1570 and 1640 tested with three levels of non-vitros mas omni immune control fluids. Lot 2411 controls on a vitros 5600 integrated system vitros ipth reagent lot 1570. Mas. Lot 2411 l1results of 17.5, 19.5, 15.7, 16.7, 17.3, 16.3 and 11.4 pg/ml vs. The expected result of 29.4 pg/ml. Mas lot 2411 l2 results of 42.2, 43.1, 55.3, 45.5, 42.4, 57.4 and 51.7 pg/ml vs. The expected result of 89.2 pg/ml. Mas lot 2411 l2 results of 35.1, 27.9 and 14.7 pg/ml vs. The expected result of 89.2 pg/ml. Mas lot 2411 l3 results of 485.8, 656.7 and 566.4 pg/ml vs. The expected result of 1589 pg/ml. Mas lot 2411 l3 results of 949.2, 845.9, 999.0, 655.2, 727.4, 738.3, 862.2, 805.4 and 944.2 pg/ml vs. The expected result of 1589 pg/ml. Vitros ipth reagent lot 1640: mas lot 2411 l1 results of 16.7, 14.4 and 19.3 pg/ml vs. The expected result of 29.4 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were obtained from non-patient quality control and proficiency fluids and were not reported from the laboratory. The customer made no indication that patient samples were affected and there was no reported allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained from vitros ipth reagent lots 1570 and 1640. A definitive assignable cause for the lower than expected vitros ipth reagent lot 1570 results could not be determined with the information provided. A vitros ipth reagent performance issue cannot be completely ruled out as contributing to the event as historical quality control results were unacceptable. However, continual tracking and trending did not indicate a performance issue with vitros ipth reagent lot 1570. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction and acceptable results were obtained using an alternate vitros ipth reagent lot without performing any actions to the vitros 5600 integrated system. The assignable cause for the lower than expected results obtained using vitros ipth lot 1640 was a reagent issue. On 17 november 2022, a communication ((B)(4)) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots 1610, 1621, 1630, 1640, 1645, 1650, and 1670, customers may experience lower than expected results with an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.